Event description:
It was reported that the patient underwent a gynecological procedure on an unknown date and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced vaginal pain, urinary leakage, urgency, and urinary incontinence. It was reported that patient underwent mesh removal on (B)(6) 2012 by dr. (B)(6) due to exposed infected mesh, dyspareunia, and urethral scarring at (B)(6).

Event description:
It was reported that following insertion the patient experienced vaginal pain, urinary leakage, urgency, and urinary incontinence. It was reported that patient underwent mesh removal on (B)(6) 2012 by dr. (B)(6) due to exposed infected mesh, dyspareunia, and urethral scarring at (B)(6).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced vaginitis and urinary tract infection.